Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed a lot of smoke in the tunnel while in the patient's leg. When the harvester removed the hemopro device, it was red hot. The hospital discarded the vein because they did not know if it was injured. A replacement unit was used to harvest the vein from the patient's other leg to complete the procedure. The hospital did not report any patient effects as a result of this conversion. The hospital is using the sterrad sterilization technique on the d.c. Extension cables as recommended in the IFU. Some staff in the sterilization department were aware of the 20 cycle limit and some staff were not aware of this IFU recommendation.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.